Event description:
The pt received his scs system on (B)(6) 2009. It was reported on (B)(6) 2010, that the ipg battery was not holding a charge. The pt was given a new programmer but continued to recharge frequently. The ipg was explanted and replaced on (B)(6) 2010. After the procedure it was reported that the pt had good stimulation coverage and that the recharge burden appears normal. The explanted ipg was returned to the manufacturer for evaluation. No further info is available.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.